Event description:
Information received by medtronic indicated that the pump had physical damage and making grind noise while delivering. No harm requiring medical intervention was reported. The customer had discontinued to use the device.

Manufacturer narrative:
S.w version 5.2a, retainer ring = black. Customer returned pump for an alleged cosmetic damage, rattling noise anomaly and grinding noise anomaly found on (B)(6) 2021. The pump was received with a pillowing keypad overlay and a scratched case. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. However, pump was received with a loud motor noise during rewind. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. In conclusion, the pump had a loud motor noise during rewind due to faulty motor. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. Cosmetic damage was confirmed at the pump case. Rattling noise anomaly, grinding noise anomaly or drive/motor anomaly was confirmed due to faulty motor. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.